Event description:
After propery running IV tubing on the patient. The tubing was hooked up to an IV pump and it was set to run at the ordered rate. The pump and tubing appeared to be functioning properly until some time later when the pump alarmed. The rn found the IV tubing filled with large air bubbles all the way from the top of the tubing down to the insertion site of the IV. The tubing was hooked to a PICC line. It is not known whether any of the large bubbles were infused into the patient but the patient was not harmed.